Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported an asymptomatic patient received multiple inappropriate high voltage (hv) shocks due to oversensing of noise produced by a suspected fractured right ventricular lead. Review of electrogram revealed out of range high voltage impedance and high pacing impedance. Physician suspects lead fracture was caused by friction between the right ventricular lead and the dialysis tube near the superior vena cava. Lead revision was not attempted due to subclavian vein occlusion, the system was deactivated. Physician successfully implanted new subcutaneous system. The patient was stable throughout the procedure.